Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was corroded. Customer stated the spring was corroded. Customer was advised to remove the battery and insert battery alarm displayed on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.